Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 48( periodic history crc failed. Some of the recorded pump history data is missing.), pump error 49 (history pointers failed. The history pointers are corrupted.) , pump error 23 (post-reset ram crc alarm), pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1712kl. The customer reported receiving a pump error. The customer was able to clear the error and was able to complete the pump rewind. The error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1712kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. Expected pump error 23 alarm was noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test. No pump error 48 alarm, pump error 49 alarm, pump error 53 alarm or unexpected pump error 23 alarm noted during testing. Successfully downloaded history files and traces using thus. The pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 was noted. No fatal pump error 48 alarms were found in the history files or traces. Expected pump error 23 alarm was found in the history file on 09:13:14.00. Pump error 49 alarm was found on 15-mar-2024 at 09:11:21.00. Pump error 53 (file number (B)(4) line number 5632) alarm was found on 15-mar-2024 at 09:08:10.00 due pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Problem isolated to the electronic assembly as per global logic analysis (esf2610666). Pump error 4 alarm was found on 15-mar-2024 at 09:11:19.00 due to motor mcu did not receive the acknowledgement from main mcu. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked. Fatal pump error 48 alarm was not observed during testing. Pump error 48 alarm was not confirmed. Pump passed the full functional test. Pump error 49 alarm and unexpected pump error 23 alarm were not confirmed during testing. Pump error 4 alarm was confirmed due to a hardware error on the main or motor mcu. Pump error 53 alarm was confirmed due to a software error. Exposed to moisture damage on the pcba 1 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.